Event description:
In 2009, the patient reported that for the past 6 months, he has had frequent elevated blood glucose readings (no specific values given). He stated his last two a1c reports were high. He said his doctor has advised him to check his blood glucose more often and deliver insulin as needed. The infusion device was replaced and requested to be returned for evaluation.